Manufacturer narrative:
(B)(4). The anchor has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the lead migrated to the stimulator pocket, and the lead was revised. During surgery, the doctor opened the spine where the anchor was and noticed that the anchor still had its sutures intact around it. The anchor was replaced. There was no patient injury and the patient recovered without sequela.